Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740fa, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt says that they have not been using stimulation lately but could not get controller to come on, and it was a "dark screen" which started happening today. Pt tried new batteries but it still would not come on. Pt mentioned they met with a medtronic rep 3-4 months ago and they said the implantable neurostimulator (ins) "battery is good". A replacement programmer was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97740fa, serial# (B)(6), product type: programmer, patient. H3: analysis of the 97740fa programmer (ptm) (s/n (B)(6)) revealed that complaint was unable to be verified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.